Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 814:01 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02 2007. Evaluation summary: the condition of fail code 814:01 was confirmed. This fail code was caused by depleted batteries. The batteries were replaced. The issue of fail code 814:01 is currently being investigated. The issue of depleted batteries is being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.